Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system onsite. The charger board, cover screws, inner imaging system covers, motion batteries, and front caster were replaced. The representative performed rad and fluoro calibration. The system was returned to service. No parts have been returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that outside of a procedure, it was found that the charger board 1 needed to be replaced on the imaging system. There was no patient present when this issue was observed.

Manufacturer narrative:
The battery charger was returned to the manufacturer found that the board functioned as designed. Visual inspection noted that the capacitors on the board were leaking.